Event description:
The x-rays have been provided to the manufacturer for the assessment. Review of those x-rays indicated that the generator appears in the upper left chest in a normal placement. The filter feed-through wires seem to be intact. The lead connector pin seems to be fully inserted into the generator connector block. The electrodes appeared normally placed on the vagus nerve. The strain relief bend and loop could not be assessed due to poor quality of the pictures. It seems that two tie downs were used to secure the implanted lead. A part of the lead is behind the generator and could not be assessed. No sharp angles or lead breaks were visible. Based on the x-rays provided, the cause of the reported high lead impedance remains unknown at this time.

Event description:
It was reported that high impedance was observed on a vns patient's system on (B)(6) 2015. The device was turned off for the safety of the patient. It was also reported that the patient underwent a generator replacement on (B)(6) 2015 due to battery depletion. It was reported that x-rays were taken but those have been not provided to the manufacturer for review to date. Review of manufacturing records confirmed that the device passed all functional tests prior to distribution. No further information has been provided to date.